Event description:
It was reported that a revision surgery was performed due to instability for the right knee and dislocation of insert following fall.

Manufacturer narrative:
The associated journey bcs articular inserts were not returned for evaluation. Our investigation including review of the manufacturing records for the listed batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on the information provided, the dislocation of the right knee was due to the fall. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Lot number corrected.